Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause of the heating at the leads was determined. What most likely caused or contributed to the issue was noted as a break in the charger wire. Replacing the recharger resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 97754 serial# (B)(6) product type recharger. Product ID neu_unknown_lead lot# unknown product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: neu_unknown_lead, serial/lot #: unknown, correction to b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger was faulty. The patient believed she had been recharging the ins multiple times over the last two weeks, but it became clear that the ins had not charged at all. After seeing the clinician, the patient was advised to order a new recharger. The clinician noted that the recharger was heating. Upon further questioning, patient clarified that the heating sensation was felt inside the body, specifically at the leads. A new recharger was ordered. The patient was advised to schedule an appointment with their clinician and recharge the ins with the clinician present.

Manufacturer narrative:
Continuation of d10: product ID 97754 serial# (B)(6) product type recharger. Product ID neu_unknown_lead lot# unknown product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(6), UDI#: (B)(4); product ID: neu_unknown_lead, serial/lot #: unknown. H6 codes belong to the lead and recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.